Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd the following information was provided by the initial reporter: on 2 occasions with the same batch number, the pre-filled syringe was almost unscrewed, when pumping it unscrewed, risking air entry into the patient's tunnelled kt.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4015098. The review did not identify any non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. An infusion kit was also returned alongside the syringe. Following our investigation and based on the customer verbatim " when pumping it unscrewed" the most probable root cause was customer misuse. Bd posiflush xs syringes is intended for flushing only. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.